Event description:
It was reported that during a pci procedure, the shaft of the maverick2 catheter broke. The lesion being treated was located in the calcified and 99% stenotic right coronary artery (rca). The physician noted that the shaft was kinked when removing it from its protective sheath during preparation, however he elected to use the device. He experienced difficulty crossing the lesion, and used force to cross, which kinked the catheter more. Inflation was successful at unknown atms. During withdrawal, the hypotube was bent in the opposite direction and broke. All pieces were removed successfully with no complication. The procedure was completed with another of the same devices. Patient status was reported as 'good'.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.